Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker and right ventricular (rv) lead exhibited oversensing with no pacing inhibition and high out of range pace impedance measurements. The rv lead was surgically abandoned and replaced and the pacemaker was explanted. No additional adverse patient effects were reported.